Manufacturer narrative:
Manufacturing site evaluation is on-going. Components implanted.

Event description:
Facility reported that surgeon dr. (B)(6) performed a implant procedure. The patient (B)(6) indicated that they experienced possible side effects following the procedure such as allergy to the titanium. Multiple devices implanted; medwatch will be updated to include all item numbers when a comprehensive list is completed.

Manufacturer narrative:
Product was not returned for investigation. Lot number was not provided, device history records cannot be reviewed. If the root cause for the pain is an allergy, the problem is most probably patient related. We assume, that the allergy was not known before the surgery. Root cause cannot be determined. Corrective/preventive action is not required.